Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of login issues with the g6 mobile application was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced login issues with the g6 mobile application. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.